Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. Meter's date and time were set to 5:04 pm on (B)(6) 2011 when received. Meter data-log was uploaded and reviewed. Time and date change due to esd, which could generate an e6 message, was not observed. This is a final report.

Event description:
Customer's friend reported that the customer noticing an error 6 message on his adc blood glucose meter. The caller further reported that the customer subsequently experienced sweating and having troubled breathing. The customer was taken to the hospital by the caller. On the way to the hospital, the customer was given water to drink. In the hospital, customer's blood glucose reading was 800 mg/dl and was diagnosed with hyperglycemia. The customer was admitted to the hospital and was treated with insulin drip. There was no report of death or permanent injury associated with this event. In addition, precision meters will display error 6 message if an expired test strip is used. In this case, the customer used an expired test strips.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.